Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, the usb port began smoking while the pump was plugged in to charge. The pump was unplugged and no damage to the pump was observed. Customer¿s blood glucose level was 110mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.